Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: serial number was not provided by the customer, hence no information of manufacturing date. G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the loading screen of a novum iq syringe pump went blank. The issue was further described as the syringe was loaded extremely fast; caused screen lagging and it went blank. This occurred during loading of the syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.